Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 178 mg/dl (compact plus) and 56 mg/dl (aviva). Customer felt like she had low blood sugar and self-treated with a candy bar. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus system. (B)(6).